Event description:
It was further reported that an increase of atrial pacing threshold was confirmed.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analyst commented, atrial capture management shows threshold steady at 2.5 volts since (B)(6) 2014.

Event description:
It was reported that approximately one - two weeks post implant the atrial lead exhibited high threshold and unable to measure. Manual threshold and sensing was stable. The atrial pacing rate was reprogrammed, and the lead remained in use. Additional follow up/device check was scheduled. During follow up device check the atrial lead measurements were stable, the lead remains in use and the patient is to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.